Manufacturer narrative:
G4:25jan2021. B4:26jan2021. A philips remote service engineer (rse) provided the customer with the requested part information for a replacement touchscreen. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15dec2020.

Event description:
The customer contacted philips stating they wanted to replace the touchscreen and requested the part ID for a replacement touchscreen. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips remote service engineer (rse) provided the customer with the requested part information.